Manufacturer narrative:
The device has not been evaluated. The bur was discarded by the customer; therefore an analysis was not completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the first bur twisted inside the patient and eventually broke at the distal end. A second new bur was opened and used where the same problem occured, so they had to use a third one to complete the operation. There was no injury or impact associated with the event, but the procedure was extended due to the changing of burs. This report represents bur 2 of 2.